Event description:
It was reported that during use of the device, a pin-hole rupture was noted with some contrast coming out. Additionally, a small dissection was also noted. The device was withdrawn and inflated outside of the pt, however, the pin-hole rupture could not be found. A new stent was used to treat the target lesion which subsequently treated the dissection. The pt was fine. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: analysis of the returned product noted blood visible in the balloon, inflation lumen, and on the shaft, which is consistent with a leak or rupture while in the pt anatomy. There was contrast in the inflation lumen, which is consistent with preparation. The balloon was loosely folded. A new indeflator was used in an attempt to pressurize the balloon when fluid was observed leaking from a pinhole in the balloon at the distal end of the proximal balloon marker. There were no scratches found and it could not be determined if the rupture was along a crease or fold in the balloon. The product was sent to scanning electron microscopy (sem) for further analysis. The analysis determined that the rupture may possibly be related to mechanical damage to the outer surface. The leak was along a proximal stent impression. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with the stent or other devices. Due to the location of the leak, it is possible that the tear in the balloon may be related to interaction with the stent and/or processing of the device (such as when the stent is crimped onto the balloon). It was reported the balloon rupture caused a dissection. Dissection, as listed in the mini vision instructions for use (IFU) is a known adverse event associated with coronary stenting and it is not necessarily an indication of a product quality deficiency. Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Analysis noted a kink in the shaft. Since this damage was not reported in the incident info, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A review of the product mfg records did not reveal any non-conforming material records associated with this and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for balloon ruptures or the pt effect of dissection for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported balloon rupture could not be determined. All stent delivery systems are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.